Event description:
An elective replacement indicator (eri) message displayed. The patient programmer (pp) showed a message stating the implantable neurostimulator (ins) was going to ¿expire¿ soon. The eri message was first seen on the pp yesterday. The patient called her health care provider (hcp) and they told her to call the device manufacturer. It was noted that the managing hcp was also the implanting hcp. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).